Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced vaginal bleeding, vaginal discharge with odor, abnormal urine, dyspareunia, vaginal infection x 2 years, vaginal pain, lower pelvic pain, urinary tract infection, hematuria, urinary urgency, right flank back pain, flank pain, exposed vaginal device 2-3 mm right of midline approximately 4 cm proximal to the urethra, and partial urinary retention. Patient had release and explantation of urethral device via general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The implant date of the device is approximate.